Event description:
It was reported that an ilet bionic pancreas repeatedly issued alert 39 indicating an insulin shaft encoder failure, which interrupted meal boluses and caused the rewind function to stop intermittently and prompt restarts; the user reported hyperglycemia with readings over 400 mg/dl for approximately two hours and administered subcutaneous insulin by pen as back-up therapy. Symptoms included hyperglycemia without ketone testing, medical intervention, assistance, or acute complications. Outcomes included temporary interruption of insulin delivery that required the user to perform a manual insulin correction and device restart, followed by replacement of the device. Investigation included review of user reports and device performance history. Investigation of this case revealed a malfunction of the insulin delivery mechanism associated with the shaft encoder component, consistent with the reported alarm and incomplete rewind behavior, and a replacement device resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical/electronic malfunction affecting the insulin shaft encoder.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.